Event description:
Using a becton dickinson 60ml syringe, lot #6011647, when filled with sterile water for injection, a large plastic disc was noted to be floating in the water. Appeared to be the cut-out for where the plunger would be inserted into the barrel.